Manufacturer narrative:
Patient information was unavailable from the site. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported that post-operatively during a sacroiliac and thoracolumbar procedure, the system was idle for at least 20 minutes and then while taking a scan, the pendant displayed ¿tube overheated¿. After restart system become normal and booted but while taking 3d scan there was issue and error display. There was a delay to the procedure of less than one hour. Medtronic imaging was aborted, and there was no reported impact on patient outcome.

Manufacturer narrative:
Correction: product and related fields updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.